Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "doctor found the cuff leakage during use on patient on (B)(6) 2018 in (B)(6) hospital." There was no report of patient impact or consequence. There was no report of necessary medical intervention.

Event description:
Customer complaint alleges "doctor found the cuff leakage during use on patient on 6 june 2018 in (B)(6) hospital." There was no report of patient impact or consequence. There was no report of necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). Corrected data: manufacturer corrected to teleflex medical athlone, wm. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. One piece of tube and two pieces of angular connector were returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff maintained pressure at 25 mbar; however, the pressure of the clear cuff dropped rapidly. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from clear cuff but not from the blue cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.